Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a "ball" was found at the base of the needle 27ga 1/2in during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "staff found that the needles were "less convenient" to handle, smaller with a "ball" at the base. No clinical consequences on the patient were noted, the injection of the product went smoothly."

Event description:
It was reported that a "ball" was found at the base of the needle 27ga 1/2in during use. The following information was provided by the initial reporter, translated from french to english: "staff found that the needles were "less convenient" to handle, smaller with a "ball" at the base. No clinical consequences on the patient were noted, the injection of the product went smoothly."

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 160924 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, a needle with the shield component on was observed. Through visual examination, no defects could be identified with the product. Based on the provided customer feedback, no clinical consequences were identified and the product worked properly. The "ball" at the based of the product mentioned by the customer, is most likely epoxy; which is the glue used to join the product components together and it is present on all of the needles per standard process.